Manufacturer narrative:
This report is filed on (B)(6) 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced breakdown of the skin flap and extrusion of the receiver-stimulator; resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the patient's skin flap had necrosed prior to explantation. This report is submitted on march 13, 2017.